Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that over 7 months after the dental implant was placed in site ada 10 in the mouth, the implant did not achieve osseointegration in type I bone. Clinician noted the implant was placed immediately after tooth extraction in a patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that over 7 months after the dental implant was placed in site ada 10 in the mouth, the implant did not achieve osseointegration in type I bone. Clinician noted the implant was placed immediately after tooth extraction in a patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.